Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer was deceased. The date of the customer's death was (B)(6) 2014. The customer's husband reported that his wife had passed away due to possible kidney or heart failure. The husband also stated the customer had passed away in her home. The husband reported that the customer had congestive heart failure, cirrhosis of the liver, and renal failure leading to the customer's death. The customer's blood glucose at the time of her death was unknown. It was also found the customer was not wearing the insulin pump at the time of her death. The insulin pump had been removed by the customer's husband. The husband also wanted to return the insulin pump, as it was no longer needed. No additional information provided.

Manufacturer narrative:
Additional information has been provided that was not included with the initial report. The information is provided with this report. The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).